Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead could not be implanted due to the helix not staying in the patient. A new lead was implanted. Patient condition was stable.